Event description:
The pt reported an issue with the up/down button of the infusion device. No serious injury was reported. The infusion device was requested to be returned for evaluation. Evaluation of the device found that the up/down button was defective. During a teleconference ((B)(4) 2012) with personnel from the osb, a request was made to submit medwatch reports for all ous complaints related to the accu-check spirit recall (z-1646-2009) received after closure of the recall on 07/03/2012.